Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the patient's wound was suspected of not healing properly due to nutritional deficiencies, as the patient was unable to take food orally. There were no additional adverse patient effects reported. This rv lead was explanted.